Event description:
It was reported that the battery of the t: slim x2 pump would not charge, and the screen was dark, leaving the caller unable to confirm a power source alert. The customer initially used a third-party wall adapter but resolved the issue by switching to a different charging cable. The pump began charging, although the connection remained unstable, requiring the cable to be held in place. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or become inoperable. Technical support instructed the caller on troubleshooting steps and arranged to send a replacement tandem wall adapter and charging cable via two-day shipping. The customer understood and acknowledged the recommendations regarding charging equipment.